Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 325 mg/dl at the time of the event and customer received the error code of software error detected (pump error 53). The hyperglycemia was treated with the insulin pump. Troubleshooting was partially performed and later declined. It was found that the error occurred during the bolus. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. No further patient complications were reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thus software. Pump error 53 confirmed on 03/15/2023 00:08:41:000 pm due to software error. Unit was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor / motor. The following were noted during visual inspection fading serial number label. Pump error 53 was not confirmed on long history download files due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.